Manufacturer narrative:
(B)(4). Concomitant medical products: cat# 802202802 lot# 3089267 cocr head. Cat# ep-200150 lot# 616880 act artic e1 hip brg. Cat#110024464 lot#111570 g7 dual mobility liner 44mm f. Report source: foreign: country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 02418.

Event description:
It was reported the patient underwent a right hip revision due to the cocr liner disengaging from the g7 cup. Discussion with the surgeon on the day indicated a screw which wasn¿t sitting flush inside a screw hole of the cup was the probable cause of liner disengagement. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a5; g3; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, but neither were provided. A definitive root cause cannot be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 02846 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D6a: around april 2022. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.